Manufacturer narrative:
Revision surgery occurred for a patient with itotal knee replacement due to infection. The poly inserts were exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Revision surgery occurred for a patient with itotal knee replacement due to infection. The poly inserts were exchanged during the procedure.